Event description:
A distributor in india has reported via a fisher and paykel healthcare (f&p) field representative that the manometer of a rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in india, where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information provided by the distributor and our knowledge of the product. Results:a review of the service report revealed that the subject device was functioning as intended, and the reported event could not be replicated. Conclusion: we are unable to determine the cause of the reported event.

Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in india has reported via a fisher and paykel healthcare field representative that the manometer of a rd900aeu neopuff infant resuscitator is not working. There was no reported patient involvement.